Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
July 2016, left tka with patella snap and popiteal problems. Another surgeon performed arthroscopic surgery in (B)(6) 2017 cleaning out scar tissue but not addressing either problem. Lots of pain.